Manufacturer narrative:
Investigation summary: photo investigation - six photos were returned for investigation. Green fm was observed in the returned photos. Sample investigation - one sample was returned for investigation. The actual sample was subjected to visual inspection. Green fm was observed embedded in the cannula hub of the returned sample. The green fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of green fm matched the mixture of epoxy resin and ground calcium carbonate. DHR review ¿ a device history of batch 6025356 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Root cause: resin was likely used in the molding process of the needle hub. Furthermore, the fm was found embedded in the needle hub. A (B)(4) has been issued to the supplier to do further investigation. Conclusion: based on samples, the investigation concluded: confirmed, as bd was able to confirm the customer¿s indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that green foreign matter was found on a bd insyte¿ IV catheter, 20 g x 1.88 in before use. There was no report of medical intervention.